Event description:
Customer reported an altitude alarm with the pump, and there was no indication of an adverse impact on the customer's blood glucose level as the customer declined to provide this information. Customer took steps to resolve the issue by replacing the cartridge, and the pump resumed normal operation. Additionally, customer received tips from technical support for preventing altitude alarms in the future.